Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device, and corrected date. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a group of striations, indicating contact with unshod instrumentation, on the longer exhaust tube of the pump and exhaust tube of cylinder 2. Testing revealed these to not be sites of leakage. Abrasion was noted surrounding the group of striations on the exhaust tube of cylinder 2. Abrasion was noted on the longer exhaust tube and inlet tube of the pump and exhaust tubes of both cylinders. Partial separations were noted within the abrasion on the exhaust tube of cylinder 2. Testing revealed these to not be sites of leakage. No functional abnormalities were noted with cylinder 1. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube had overlapped and abraded against one another. The information received indicated a leak was noted just below the trulock connectors on the pump side. However, the connector and surrounding tubing were not returned for evaluation. Because no functional abnormalities were noted with the returned components other than instrument damage, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations noted on the longer exhaust tube of the pump and exhaust tube of cylinder 2 occurred subsequent to the device packaging being opened. The separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, on squeezing the pump during pre-op, it did not inflate. Would remain collapsed and take some time to re-expand - a squishy air noise could be heard on squeezing pump. A leak identified perioperatively just below true lock connectors on pump side. The pump and cylinders were explanted and replaced. The reservoir was left in place.